Event description:
It was reported that the pulse generator exhibited low battery voltage when interrogated in the box. The device had been exposed to cold temperatures. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.